Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-apr-2022, serial#: (B)(4), UDI #: (B)(4). Device manufacture date: 11-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced plural effusion, decease in blood pressure, cardiac arrest, hemothorax (intubation was performed, percutaneous cardiopulmonary support (pcps) was introduced; thoracotomy was performed), hemorrhagic shock due to left intrathoracic hemorrhage related to left thoracentesis and passed away.